Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications, and the alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Saturday, (B)(6) 2019, at 7.40, a patient called and said that there was an involuntary depletion from vessels and stroller was connected while filling. The stroller (sf) remained on the vessel while the vessel emptied. It was agreed that the vessel had to empty itself and she closed the door and ventilated the room. We kept in touch during the evening and eventually it sounded and silenced when the vessel had emptied itself. The last filling before this happened at 15 o'clock i.e. About four hours interval between the fillings. It is always difficult to know what really happens in these situations, but the patient is well familiar with the equipment and filling her stroller according to instruction. She took track of filling time, the nature of the sound and the stroller's content measuring meter to interrupt the filling with its help when the thermos is full. There was no injury to the patient.